Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms were noted. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up was noted. The pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 29 mg/dl. The customer treated with oreos and her blood glucose went up to 47 mg/dl. The customer stated that her blood glucose went up to 112 mg/dl before work. The customer stated that she also started to feel a little weird and her blood glucose went up to 368 mg/dl. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.